Event description:
The manufacturer received information alleging touch screen glitches and turns solid black, device won't power on when the start button was pressed. The device was returned to the manufacturer's product investigation laboratory for investigation. Using the power supply and power cord returned with the device, pil was able to confirm the device would not power on due to which it was not able to retrieve the error logs. During the investigation, pil observed an unknown brownish contaminant on the external portion of the bottom enclosure. The p4 pca power connector was observed to have what appeared to be corrosion/rust on it, likely due to liquid ingress. A dust-like contaminant with what appeared to be dried liquid spots with potential mineral deposits were observed on the water tank lid, water tank seal, water tank, ui display bezel, top enclosure, center enclosure, and iso port. The ui display bezel screw, blower box screws, top enclosure screws, center enclosure screw, and the pca screws were all observed to have heavy corrosion/rust on them, likely due to liquid ingress to them. The ui display bezel and ui ribbon cable were observed to have brown discoloration/corrosion to them, likely due to thermal damage on the pca. The q3 and q4 components on the pca were observed to have thermal damage, and the pca was observed to have corrosion to it, both likely due to liquid ingress to the pca. A dust-like contaminant was observed on the blower box cap and on the inlet/outlet seal. Hair-like particles were observed on the inlet/outlet seal. A dust-like contaminant with what appeared to be dried liquid spots with potential mineral deposits was observed inside the inlet of the blower box, on the blower, blower seal, blower box, heater plate, heater plate spring, and bottom enclosure. The brass nut of the blower was observed to have corrosion on it, likely due to liquid ingress to the blower. The blower box and bottom enclosure were observed to have brown contamination and discoloration on them. The investigation was able to confirm the complaint but not address the specified symptoms. Additionally, the device was scrapped. There was no allegation of serious or permanent harm or injury. No medical intervention was specified. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.